Manufacturer narrative:
The lot number is unk, therefore, the date of manufacture cannot be determined. No analysis or conclusions can be made without the device.

Event description:
The reporter stated the ventilator setting was CPAP 10 cm, ps, peep 5 cm. The pt was intubated with a taperguard-evac. During expiration just after intubation, a leakage sound was heard. The customer increased cuff pressure from 25 cm h2o to 30 cm h2o, however, it couldn't seal the pt's trachea completely. The tube was removed and the pt was re-intubated with a hi-lo evac tube.